Event description:
Tech said the right head siderail would not latch.

Manufacturer narrative:
Tech said the latch pin was missing. He replaced the pin to repair the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.